Manufacturer narrative:
(B)(4); (B)(4). A manufacturing record evaluation was performed for the finished device product code: z443e; lot#: kb5cpxn, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an animal underwent laparotomy on (B)(6) 2020 and suture was used. The suture was used to close the abdomen and the suture broke in the middle during the procedure. It was corrected immediately with a new suture. They could not recall if this was a dog, or other animal. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2021   additional information: h6 h3 evaluation: two sutures pieces of product were received for evaluation. During the visual inspection of the two sutures pieces, the ends were observed with a lineal cut that appears to be by use of surgical instrument and the needle was removed from suture. No functional test could be performed. The condition of the sample received indicate an improper handling of the device. Also, an opened box with five unopened samples of product were received for evaluation. During the visual inspection of five unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damages or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The unopened devices performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.